Event description:
It was reported that a large volume infusor did not deliver the full infusion of fluorouracil and sodium chloride. The patient had a peripherally inserted central catheter (PICC) line in place. The patient was careful not to bend her arm in order to avoid a kink in the line. The tubing was not taped to the patient's skin. Approximately 2 days later it was noticed that the device had not fully infused. The nurse confirmed that there was blood return from the PICC line. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not available for evaluation. However, the customer did provide a photograph of the faulty device. Review of the photograph shows evidence of a large amount of residual fluid remaining in the bladder at the end of infusion time, which suggests an underinfusion has occurred. The reported condition was therefore confirmed. If additional relevant information is obtained, then a follow-up MDR will be submitted.